Event description:
It was reported that bd cathena 18gx1.25in straight bc safety shield activation failed the following information was provided by the initial reporter; verbatim: per customer "xx had an incident with one of the bd catheters where the rn was unable to remove the catheter and the safety did not work. Xx is the nm of the area this occurred and I am told has the IV catheter and the packaging."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. From the returned actual sample, no dent was observed on the cannula that would obstruct the movement of the tip shield for safety activation. There was also no damage to the v-clip and washer, which are key components for the safety mechanism activation. The safety mechanism of the returned sample was able to be manually activated; no safety activation failure was observed. Current control there is an outgoing functional test and 2-hourly in-process functional test to check and detect safety activation failure.

Event description:
Material #: 386865 batch #: 2274711 it was reported by customer that the rn was unable to remove the catheter and the safety did not work. Verbatim: per customer "xx had an incident with one of the bd catheters where the rn was unable to remove the catheter and the safety did not work. Xx is the nm of the area this occurred and I am told has the IV catheter and the packaging." Response received (B)(6) 2023 - did the safety mechanism have issues disengaging from the catheter? Unable to retract the needle fully. - how was the patient outcome? Are there any clinical signs, health consequences or impact? Unable to retract the needle leading to blown vein during IV placement. Was able to replace- but caused patient to have an additional needle stick due to malfunction. - did the event involve an urgent/life threatening medical situation? No - did the event cause permanent impairment of a body function? No - did the event require medical or surgical intervention? No - did the event cause permanent damage of a body structure? No